Manufacturer narrative:
Result: sharp threaded stems from missing knobs.

Event description:
It was reported by service report that the pull knobs were missing on the fold away legs. The threaded stems that should have been covered by the knobs were sharp. There was patient involvement; however, no adverse consequences were reported.